Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided indicate that the pt developed and was treated for adhesions which is a known adverse event listed in the IFU. There is no indication in the medical records that the composix mesh was defective and no sample was returned for eval. Product identifiers were not found in the medical records therefore a mfg review is not possible. Additionally, the pt's current course is unk at this point and without additional info, no conclusion can be drawn.

Event description:
The following was reported by the pt's attorney: (B)(6) 2005 - the pt had surgery for hernia repair and the surgeon used a composix mesh. On (B)(6) 2010 - pt was seen in the ER. After work up, it was determined that he had a bowel obstruction. He was admitted for urgent surgery. Upon opening the pt, the mesh was found to be the cause of the obstruction and it had to be removed. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of a recurrent ventral hernia with composix mesh. On (B)(6) 2010 - pt underwent exploratory laparotomy. The small bowel was noted to be adherent to the mesh causing a small bowel obstruction. Staples were noted to be burrowing in the small bowel and were carefully removed causing a serosal tear which was repaired using sutures. Extensive lysis of adhesions was performed and the composix mesh was excised.